Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the first stapler during a circular anastomosis of the sigmoid colon on a sigmoid colectomy, the anastomosis would not stay together due to poor staple formation and incomplete donuts. On the second try, the tissue was thin and anastomosis did stay together but the stapler was difficult to remove that it damaged the staple line. On the third attempt, they got a secure staple line. It was stated that there was an excessive tissue incorporated into the barrel of the stapler resulting to unanticipated tissue loss and tissue damage. The surgical time was extended to 30 minutes or more since they had to do resect and re-staple and redo anastomosis three times.